Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system did not boot up successfully. After reviewing log file, fse found there is host pc malfunction. Upon troubleshooting fse found the cause of the issue was host computer mother board. Fse replaced host pc and installed new license. After the replacement of the host pc, the system returned to use in good working order. The defective part was returned for analysis and the main suspected failed component is host pc. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.